Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing a burning sensation during an MRI. Troubleshooting is currently being performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.